Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was implanted with an impella cp due to acute myocardial infarction. The patient was unable to maintain circulation due to intraperitoneal bleeding. The bleeding was likely caused by injury during insertion of the extracorporeal membrane oxygenation or impella. There were no problems with the functionality of the pump. A blood transfusion was performed as a treatment for the bleeding but the amount of blood transfused is unknown. The patient expired on support. The cause of death was multiple organ failure due to bleeding.the relationship between the impella and cause of death is unknown.